Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set falling event on 12-jun-2024. Cause of the product not adhering wad poor adhesive send tape kit. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.